Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces; unable to perform any test due to keypad unresponsive. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared. The customer's blood glucose reading was 86 mg/dl at the time of incident but then went down to 41 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.